Manufacturer narrative:
Based on information available, the reported event of a zest dental solutions locator abutment that loosened inside a zimmer biomet dental implant is being investigated by zest dental as the locator caused or contributed to the event and zest has complaint investigation responsibility. The final attempt has been sent to supplier in request for investigation results, and at this time no results have been returned. In the event the results return, additional follow up will be provided.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The reported event of a zest dental solutions locator abutment that loosened in a zimmer biomet dental implant has been investigated by zest dental as the locator caused or contributed to the event. A zest locator (imloa001) was not returned for investigation for over sixty days. As a result, no physical evaluation could be performed by zest dental solutions since unknown biomet locator was not returned. Unable to conclusively determine if the product is a zest locator abutment. DHR review and complaint history review could not be performed by zest dental solutions since no zest lot number was provided by the customer. Therefore, based on the evaluation, the malfunction was unable to be verified. A definitive root cause could not be identified by zest dental solutions. However, loosening during function typically results from insufficient tightening torque at placement.

Manufacturer narrative:
(B)(4). Device was not returned.

Event description:
It was reported an abutment (imloa001) loosening that fell out and is missing. Implant remains implanted.